Event description:
Healthcare professional reported right side capsular contracture baker grade IV. Healthcare professional additionally reported right side deflation. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV and deflation.

Event description:
Healthcare professional reported right side capsular contracture baker grade IV. Healthcare professional additionally reported right side deflation. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: opening, crease flat, black particle in the fill channel. Leak test was performed opening on anterior . A microscopic analysis was performed which identify opening striated on anterior, device appearance observed void >1 mm in non-textured, valve-to shell-bond area. Crack opening on diaphragm valve and opening sharp in the plug strap . The fill test inspection was performed, the result is no blockage based on the device analysis the final assessment is: a striated edge opening on anterior side assessed as surgical damage. A opening sharp in the plug strap side assessed as unidentified (tear) opening. A crack opening on diaphragm valve due to cracked valve seat diaphragm valve. Additional, changed, and/or corrected data: d9, h3, h6.